Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical product: 6933110 lead implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not needed as the patient had not needed therapy since 2009. The rv lead was explanted and returned to the manufacturer, analyzed, tested out of specification. No patient complications have been reported as a result of this event.